Event description:
When the device was used during a small bowel procedure, the staple line did not form completely. The surgeon stated that there were "staples missing throughout the staple line". The case was completed using a third device without pt consequence.